Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of no output and probe break were confirmed. The probe broke 17 millimeters from the tip. There was a black discoloration on the fractured surface of the probe. Cracks were spreading from the black discoloration point. There were no scratches around the starting point of probe breakage. The gripping surface was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the sonosurg curved scissors output could not be generated in the abdominal cavity during a therapeutic gastrointestinal surgery. The probe was damaged when the output was outside the body cavity. The damage to the probe was it had fallen off. No error occurred during the event. The procedure was completed using a replacement probe and scissors. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the breakage of the probe occurred by the following mechanism: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks, and the output could not be activated. 2. When the output was activated outside the body cavity, a force had been applied to the probe causing cracks. Cracks were branching from the scratches on the probe, causing the probe to break. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ olympus will continue to monitor field performance for this device.